Manufacturer narrative:
The investigation into the reported low pump flows was completed. The device was not returned for evaluation. Analysis of the data log shows multiple motor current spikes about an hour into the case. At the time of these spike, the flow dropped, and the motor speed dropped suggesting that biomaterial was contacting the impeller. Based on the available information, the root cause of the low pump flow was most likely biomaterial. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 70-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced continued low pump flows resulting in pump removal after attempts to reposition and provided volume failed to correct the issue. No clot was noted on removal. There was no reported harm to the patient.